Event description:
A report was made about high blood glucose levels that exceeded 600 mg/dl. Cause was not known. The customer had not taken any action to address the high blood glucose, and no further assistance was required as the caller declined a supplies or system check.